Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right ventricular (rv) lead was possibly pulled back during suturing. Parameters were within normal limits so no intervention was required intra-operatively. However, post-operatively, a pacing failure was observed on the lead and it was confirmed by x-ray that the lead had slightly dislodged. The physician suspected the tip of the lead deviated slightly at the time of fixation into the myocardium. The lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.